Manufacturer narrative:
Corrected fields: e1 (information was inadvertently missed on the initial medwatch), h10 (reprocessing information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be conclusively specified. Although there was no damage to the area where the foreign material was detected, it is likely reprocessing was not performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. There was an abnormality in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with water, air, and detergent. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. Additionally, there were several other forms of unit wear and tear noted throughout the device. Those include but are not limited to adhesive failure, component discoloration, cracks, and scratching. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite colonvideoscope due to an unspecified air/water flow problem noted during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure had to be postponed. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.